Event description:
A review of service data detected a reportable event. During servicing, charger (B)(4) was found to have a blank touchscreen display and the fan runs constantly. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger (B)(4) has been completed. The cause of the blank touchscreen and continuously running fan was conductive residue on the battery connector. The conductive residue caused a short circuit on the printed circuit board. The source of contamination cannot be positively identified, but was likely liquid spilled into the charger. No adverse event resulted from the contaminated battery charger.